Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va0wblt, implanted: (B)(6) 2015, product type: lead. Product ID: 3387s-40, lot# va0wbkz, implanted: (B)(6) 2015, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. (B)(4).

Event description:
The manufacturer representative reported that on (B)(6) 2015 the patient felt a shocking sensation and a weakness on his right side. The shocking was sudden in nature and the patient also felt shocking when he was standing and in their back. The symptoms resolved on their own and afterwards the patient saw an out of regulation (oor) message on the patient programmer. The patient had just been implanted 4 weeks ago. On (B)(6) 2015, impedance values >40,000 ohms were present. All contacts associated with 2 showed >40k ohms impedances. The patient was programmed on 3-c+ (4.0v 90usec 185hz 1161 ohms 3.447 ma) though the manufacturer representative reprogrammed the patient on a different contact that day ((B)(6) 2015). The patient's right side (implantable neurostimulator) was "fine". The issues were with the left implantable neurostimulator. An intermittent short was speculated since the manufacture representative confirmed that impedance issues on contact 2 didn't exist when the lead was first implanted. Impedances were measured with the patient in various positions. With the patient lying down, contact 3 combos >20,000 and high therapy impedance at c+, 3-4, 90, 185,high ohms, 0.152 ma. When lying down all combos with contact 2 were >40,000 ohms. (C<(>&<)>3 28,407, 1<(>&<)>3 28,668 0 <(>&<)>3 29,204). When the patient was sitting, standing and turned their neck to the left and the right, impedance's were all okay. The high impedances were not resolved however the patient was programmed on a different contact away from the high impedance. The indications for use (ifus) were parkinsons dual and movement disorders.

Event description:
Additional information was received from a health care provider (hcp) via a manufacturer representative (rep). It was reported that the lead was explanted. Pre-operatively, the patient had high impedances on all combinations with contacts 2 <(>&<)>3. Impedances were checked with the twistlock at the end of the lead and impedances were normal so a new extension was implanted. As soon as the new extension was connected to the implantable neurostimulator (ins), high impedances were found. The hcp disconnected and then reconnected the extension and impedances normalized. The extension was double checked to ensure it was not making any sharp turns out of the ins and coiled extension around the battery. Impedance measurements were performed 5 times intra-operatively and resulted in normal impedances. Following the procedure, post-op impedances were checked and resulted in high impedances of >40,000 ohms at 3v for all contacts and combinations with zero. Additional information has been requested regarding the cause, interventions, and outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause of the high impedances was unknown. Additionally, the troubleshooting performed included repeated impedances testing. The action/intervention taken to resolve the issue was the patient not being programmed on contact 0. Please see report number 6000153-2016-00742.